Event description:
It was reported that there was high impedance and possible fracture on the right ventricular (rv) lead. It was noted that the threshold increase correlates with the impedance increase. Detections were turned off and waiting for physician to schedule replacement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, implanted: (B)(6) 2010; d224drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There was one patient alert for out of tolerance (oot) subthreshold lead impedance on (B)(6) 2013. Weekly pace lead trend data shows an increase for minimum and maximum ventricular pace bipolar impedance equal to 893 to 2812 ohms peak between (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.